Event description:
Facility reported 3 small battery drives, during surgery: top buttons keep sticking and 2 of the small battery drive drill shafts are bent. Delay was less than a minute and there was no harm to the patient reported. This is 3 of 3 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Device received date; 10/01/2013. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Date received: october 1, 2013. Placeholder.